Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the motor couldn't be run due to e8 error on the console. However, during repair and disassembling of the device it was discovered that drive shaft was cracked which is consistent with heat when the motor is in use, thus confirming the complaint indirectly. Drive shaft cracked was caused by excessive force which is abuse/ misuse. Also during repair it was observed that the flex circuit was cracked see and the motor was worn. The assignable root cause was due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device was overheating. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.